Event description:
During use of the device for cardiopulmonary bypass, the air bubble detection system repeatedly alarmed and shut off the system even though air was not present. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.